Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -10.5/+3.0/81 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the patient experienced refractive surprise. As of the date of MDR submission, the lens remains implanted in the patient and therefore, has not been returned for evaluation.

Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. Correctional data: correct outcome attributed to adverse event is other serious (device remains implanted). (B)(4).